Manufacturer narrative:
(B)(4). Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed. Manufacturer conclusion: no conclusion can be drawn.

Event description:
Customer reported that a nurse cut her left index finger when crushing the vial for the directcheck liquid quality control. Splinters of the inner ampule cut through the plastic vial and the white plastic protection cap into the finger. The left index finger was reported to be swollen, pus-filled and red with pain. Concern for splinters left in the finger led to an x-ray. No evidence of splinters were found during x-ray.